Event description:
Reportedly, the home monitor remains off and when it is unplugged and plugged back, the status light remains orange for a few seconds and then turns off.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the home monitor remains off and when it is unplugged and plugged back, the status light remains orange for a few seconds and then turns off.